Event description:
It was reported the pt is unable to establish communication between her ipg and external devices. It was also reported the pt is without stimulation. Additionally, the pt reported she has not used or charged her ipg in approximately 2 years. An sjm representative met with the pt and confirmed the issue. Subsequently, the pt will undergo surgical intervention to have her system removed as the next course of action.

Manufacturer narrative:
Correction/removal number: 1627487-12192011-003-r. This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.